Event description:
Handle broke in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the metal knob has fractured from the handle. The design shows signs of heavy usage. Further examination by a depuy metallurgist determined a rotating and bending fatigue fracture and no material defects. The root cause is being attributed to product wear out through normal useage. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.